Manufacturer narrative:
According to the hill-rom field investigation, the i.v. Pole was bent and the chrome had pitted in the middle of the bend. The pitted area was sharp to the touch. The staff member cut their finger on the chrome in the pitted area. The facility would not release the part to hill-rom. The facility indicated the i.v. Pole was on an 1130 hospital bed at the time of the incident, however at the time of the investigation the i.v. Pole had been taken off the bed and was in the maintenance department (serial number unk).

Event description:
A staff member of the facility cut their finger on an i.v. Pole while cleaning the bed.